Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple "downstream occlusion!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined; however, the force sensor and tubing guide will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.